Event description:
It was reported the left siderail may not be operating to specs due to a broken weld.

Manufacturer narrative:
Attempts to contact the customer have resulted in not being able to determine if the siderail could be latched in an up position. A follow-up report will be filed once the appropriate info is obtained.